Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for lot number 13i20h25 and with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced peritonitis. A batch review will be performed for the potentially associated lot number 13i20h25. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the event. The patient was on unspecified antibiotics. The cause of the peritonitis was unknown and the outcome was not reported. No additional information is available. This is report 3 of 4.